Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection identified depressed battery contact pins which contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported 'pump doesn't stay on unless it's plugged in' which was reproduced. Evaluation found the device to power off when the device was moved around on battery power which was found to be caused by depressed battery contact pins. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not stay on unless it was plugged in. There was no known patient injury or medical intervention associated with this event. No additional information is available.